Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information requested and received: the surgeon said the firing handle was hard and the tissue was not specific thick. The surgeon did not take a hold the firing handle completely, so an leakage was confirmed. The operation was super low anterior with a covering colostomy. The patient is stable as of 9th march. Could you please clarify when the leakage was found? The leakage was confirmed when the device was removed from the patient. ¿the operation was super low anterior with a covering colostomy¿, could you please clarify if colostomy was planned? Yes. The colostomy was planned. Was there any change in the procedure? If yes, please explain - no further information is available. Can you please clarify the statement you made regarding ""the patient is stable as of 9th march""? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? No further information is available.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired on the rectum. After the device was removed from the patient, it was found that the washer was uncut and the staples were unformed. The surgeon said the firing handle was hard to squeeze and the tissue was not unusually thick. The surgeon did not hold the firing handle completely, so leakage was confirmed. Anastomosis was performed from the anus side with hand suture to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2020. D4: batch # t5f23m. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.